Event description:
(B)(4). It was reported that the vertier surgical table has a damaged column casing and the table is leaking hydraulic fluid. There was no report of any pt involvement and no adverse consequence reported.

Manufacturer narrative:
There was no reported pt involvement, therefore no pt data exists. There is no expiration date for this product. Actual device was evaluated in the field on (B)(4), 2011. Eval summary: after an on-site eval by a field technician, it was confirmed there was a hydraulic fluid leak from the surgical table. Upon further eval, the technician identified the source of the leak resulting from a malfunctioning seal in one of the hydraulic pumps. At the time of this report, the surgical table is out of service awaiting repair. This malfunction poses a risk to the user for a slipping hazard from the fluid leak, and in addition, it poses a risk to the pt for the inability to articulate the table, or potentially a delay to move the pt or stabilize the table. There were no reported adverse consequences to the pt or user. This is not a single use device.